Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was cardioverted and was asystolic after the cardioversion. A magnet was placed over the implantable pulse generator (ipg) device which started pacing/capturing. It was undetermined if the device was oversensing or not capturing. Iti was unbeknownst to the physician that one of the defib pads was directly over the device. Interrogation of the device showed adequate measurements. The device remains in use. No further patient complications have been reported as a result of this event.